Event description:
The customer called to report a frozen screen and unresponsive buttons. The customer stated that she changed the battery several times, but the anomaly continued. The customer was advised to leave the battery out of the insulin pump for two hours and call back if the screen remains frozen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.